Event description:
It was reported that during a lap nephrectomy procedure, when the device was fired the reload pushed out the end of the stapler. It cut but did not staple the tissue. The procedure was converted to open to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 05/01/2008. Info is unavailable; device was not returned for evaluation.